Event description:
It was reported that a device movement occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx pro laa closure device with delivery system (wds). One (1) day post index procedure transthoracic echocardiogram (tte) revealed the closure device had embolized out of the laa to the mitral valve. The closure device was explanted percutaneously and a 24mm watchman flx pro laa closure device was successfully placed. The patient recovered and was discharged three (3) days post index procedure.

Event description:
It was reported that a device movement occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx pro laa closure device with delivery system (wds). One (1) day post index procedure transthoracic echocardiogram (tte) revealed the closure device had embolized out of the laa to the mitral valve. The closure device was explanted percutaneously and a 24mm watchman flx pro laa closure device was successfully placed. The patient recovered and was discharged three (3) days post index procedure.

Manufacturer narrative:
B2 outcomes attrib to adv event updated h6 impact codes updated.